Event description:
(B)(6) w/ dr (B)(6) office, md is aware that per the MFR, "the effectiveness of a single treatment cycle of more than 3 injections has not been established," however per (B)(6), the prescriber would like to continue with the gelsyn-3 injected weekly for 5 wks, please continue with treatment.